Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to insulation damage. It was noted by the physician that an non-boston scientific absorbable antibacterial pouch was used, and in the physician's opinion the pouch had oxidized and cut the lead insulation. It was successfully replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.